Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a v>a (ventricular rate > atrial rate) marker on an episode electrogram (egm). The calling physician was reviewing the egm tracings and asked a boston scientific technical services consultant (ts) what channel each of the traces was indicating. There was no report of adverse patient effects, and the device remains implanted and in service.

Manufacturer narrative:
Ts discussed that the physician had only the ventricular rate/sense and shock channel traces on. Ts checked the device record and noted that the patient did not have an atrial lead implanted, therefore the v>a feature was inappropriately programmed on. Ts had the physician check for other enabled features that were based on atrial measurements, and the atrial fibrillation rate threshold setting was on. Ts discussed how having these features activated with no lead could result in inappropriate decisions for therapy. The physician planned to consult with the patient's electrophysiologist and suggest reprogramming the device. The physician noted that for this episode, the patient's rhythm was a true ventricular tachycardia, so therapy was delivered appropriately. This event will be updated if additional information is received. The device was explanted (B)(6) months later when the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). There were no subsequent issues and no adverse patient effects reported.